Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a ceramic beak of the inner sheath. The issue occurred during maintenance. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction were identified during the device evaluation: the distal end was deformed. Based on the results of the investigation, it is likely the following led to the malfunction: the ceramic beak broken, was due to insulation beak failure, which is mechanical component problem, but the cause of insulation beak failure could not be determined. The most likely cause was impact, dropping, shock or similar stress. The distal end has been found deformed, was due to the insertion tube failure which is mechanical component problem. The most likely cause is that excessive force was applied. However, a definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.